Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: moved from tubes'), caesarean section ('cesarean section') and pregnancy with contraceptive device ('pregnancy (no complications) cesarean section') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I, parity 1 ((B)(6) 2017) and pregnancy with contraceptive device. Previously administered products included for contraception: progesterone pill in 2013 and mirena from 2005 to 2010. Concomitant products included fluoxetine hydrochloride (prozac) from (B)(6) 2016 to (B)(6) 2016. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced acne ("rashes or skin conditions type: acne"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2015, the patient experienced arthralgia ("hip pain"), abdominal pain ("abdomen pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fungal infection ("infection (other) describe:yeast"). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant) and experienced back pain ("back pain"). The patient was treated with antibiotics, estradiol (estrogen), vaccinium macrocarpon fruit (cranberry juice) and surgery (one of the coils were no longer there, will schedule to have the other portion removed.). At the time of the report, the device dislocation, caesarean section, pregnancy with contraceptive device, arthralgia, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, mood swings, urinary tract infection, fungal infection, acne, migraine, headache and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, acne, arthralgia, back pain, caesarean section, device dislocation, dysmenorrhoea, fungal infection, headache, menorrhagia, migraine, mood swings, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: plaintiff fact sheet was received. Events added from pfs- hip pain, abdomen pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), mood swings, urinary tract infection, infection (other) describe : yeast infection, acne, pregnancy (no complications) cesarean section, device ineffective, migraines, headaches, migration of essure device location of device: moved from tubes, back pain. Reporter information, medical history, concomitant drug, events onset date, lab data, treatment drug were added. Event-injury was replaced. Device category updated from device other event to incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil perforating through left fallopian tube'), device expulsion ('migration of essure device location of device: moved from tubes / expulsion'), pregnancy with contraceptive device ('pregnancy (no complications)') and caesarean section ('cesarean section') in a 27-year-old female patient who had essure (batch no. C08618) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 2017), pregnancy with contraceptive device, yeast infection, vaginal bleeding and uterine bleeding. Previously administered products included for contraception: progesterone pill in 2013 and mirena from 2005 to 2010. Concurrent conditions included postpartum depression, dvt prophylaxis, morbid obesity and influenza. Concomitant products included fluoxetine hydrochloride (prozac) from (B)(6) 2016 to (B)(6) 2016. In (B)(6) 2014, the patient experienced acne ("acne"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced arthralgia ("hip pain"), abdominal pain ("abdomen pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced mood swings ("mood swings"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fungal infection ("yeast infection"). On (B)(6) 2017, the patient underwent caesarean section (seriousness criterion medically significant), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), metrorrhagia ("metrorhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, estradiol (estrogen), vaccinium macrocarpon fruit (cranberry juice) and surgery (d & c,total abdominal hysterectomy,bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, caesarean section, arthralgia, abdominal pain, mood swings, urinary tract infection, fungal infection, acne, migraine, headache, dyspareunia, psychological trauma, fatigue and weight increased outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, back pain, pelvic pain and metrorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, acne, arthralgia, back pain, caesarean section, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fungal infection, headache, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for fallowing condition: migration. Discrepancy noted: previously noted hysterosalpingogram and now no essure confirmation test was given. Discrepancy noted essure implant date updated (B)(6) 2014 and (B)(6) 2014.and date(s) of removal: (B)(6) 2018 left ostia- 2 coils outside of the ostia right ostia- 4 coils noted to be protruding from the ostia. A metal coil visualized in isthmus portion of the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion; in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, mood swings, weight increased, pregnancy with contraceptive device, vaginal haemorrhage, device expulsion, menorrhagiconcerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding, dysfunctional vaginal bleeding, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: mr received. Event: essure coil perforating through left fallopian tube added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: moved from tubes / expulsion'), pregnancy with contraceptive device ('pregnancy (no complications)') and caesarean section ('cesarean section') in a 27-year-old female patient who had essure (batch no. C08618) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I, parity 1 (B)(6) 2017) and pregnancy with contraceptive device. Previously administered products included for contraception: progesterone pill in 2013 and mirena from 2005 to 2010. Concurrent conditions included postpartum depression, dvt prophylaxis, morbid obesity and influenza. Concomitant products included fluoxetine hydrochloride (prozac) from june 2016 to august 2016. In november 2014, the patient experienced acne ("acne"). On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In june 2015, the patient experienced urinary tract infection ("uti"). In december 2015, the patient experienced arthralgia ("hip pain"), abdominal pain ("abdomen pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In march 2016, the patient experienced mood swings ("mood swings"). In april 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In june 2016, the patient experienced fungal infection ("yeast infection"). On (B)(6) 2017, the patient underwent caesarean section (seriousness criterion medically significant), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, estradiol (estrogen), vaccinium macrocarpon fruit (cranberry juice) and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pregnancy with contraceptive device, caesarean section, arthralgia, abdominal pain, mood swings, urinary tract infection, fungal infection, acne, migraine, headache, dyspareunia, psychological trauma, fatigue and weight increased outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, back pain, pelvic pain and metrorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, acne, arthralgia, back pain, caesarean section, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for fallowing condition: migration. Discrepancy noted: previously noted hysterosalpingogram and now no essure confirmation test was given. Discrepancy noted essure implant date updated (B)(6) 2014 and (B)(6) 2014. And date(s) of removal: mar2018 left ostia- 2 coils outside of the ostia right ostia- 4 coils noted to be protruding from the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2015: total bilateral occlusion; in february 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Event outcome: pain , abnormal vaginal bleeding, dysmenorrhea were updated to recovered. Lab data and concomitant drug were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: moved from tubes / expulsion'), caesarean section ('cesarean section') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I, parity 1 ((B)(6) 2017) and pregnancy with contraceptive device. Previously administered products included for contraception: progesterone pill in 2013 and mirena from 2005 to 2010. Concomitant products included fluoxetine hydrochloride (prozac) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced acne ("acne"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced arthralgia ("hip pain"), abdominal pain ("abdomen pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced mood swings ("mood swings"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fungal infection ("yeast infection"). On (B)(6) 2017, the patient underwent caesarean section (seriousness criterion medically significant), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), metrorrhagia ("metrorhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, estradiol (estrogen), vaccinium macrocarpon fruit (cranberry juice) and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, caesarean section, pregnancy with contraceptive device, arthralgia, abdominal pain, vaginal haemorrhage, dysmenorrhoea, mood swings, urinary tract infection, fungal infection, acne, migraine, headache, back pain, dyspareunia, pelvic pain, psychological trauma, fatigue and weight increased outcome was unknown and the menorrhagia and metrorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, acne, arthralgia, back pain, caesarean section, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for fallowing condition: migration. Discrepancy noted: previously noted hysterosalpingogram and now no essure confirmation test was given. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events: dyspareunia (painful sexual intercourse), pelvic, metrorrhagia (bleeding b/w periods), expulsion, psych injury, fatigue, weight gain. Outcome of the events menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods) were updated. New reporter added. Plaintiff's information updated. Insertion date updated and removal date added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil perforating through left fallopian tube') and device expulsion ('migration of essure device location of device: moved from tubes / expulsion') in a 27-year-old female patient who had essure (batch no. C08618-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (B)(6) 2017), pregnancy with contraceptive device, yeast infection, vaginal bleeding and uterine bleeding. Previously administered products included for contraception: progesterone pill in 2013 and mirena from 2005 to 2010. Concurrent conditions included postpartum depression, dvt prophylaxis, morbid obesity and influenza. Concomitant products included fluoxetine hydrochloride (prozac) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced acne ("acne"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced arthralgia ("hip pain"), abdominal pain ("abdomen pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal hemorrhage ("abnormal bleeding (vaginal). In (B)(6) 2016, the patient experienced mood swings ("mood swings"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)". In (B)(6) 2016, the patient experienced fungal infection ("yeast infection"). On (B)(6) 2017, the patient underwent cesarean section ("cesarean section"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)", pelvic pain ("pelvic pain"), metrorrhagia ("metrorhagia (bleeding b/w periods)", psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, estradiol (estrogen), vaccinium macrocarpon fruit (cranberry juice) and surgery (d & c,total abdominal hysterectomy,bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, cesarean section, arthralgia, abdominal pain, mood swings, urinary tract infection, fungal infection, acne, migraine, headache, dyspareunia, psychological trauma, fatigue and weight increased outcome was unknown and the menorrhagia, vaginal hemorrhage, dysmenorrhoea, back pain, pelvic pain and metrorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The cesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, acne, arthralgia, back pain, cesarean section, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fungal infection, headache, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for fallowing condition: migration. Discrepancy noted: previously noted hysterosalpingogram and now no essure confirmation test was given. Discrepancy noted essure implant date updated (B)(6) 2014. And date(s) of removal: (B)(6) 2018. Left ostia- 2 coils outside of the ostia. Right ostia- 4 coils noted to be protruding from the ostia. A metal coil visualized in isthmus portion of the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion; in (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. On 27-feb-2020: f/u 12&13 proceed together- pfs received: no new information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.